Event description:
The customer reported that the filter heater was not working. The co customer support engineer (cse) verified that the filter heater was inoperative and replaced the heater. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.